Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's experienced an elevated blood glucose level of 700 mg/dl, with large ketones. Customer addressed bg by administrating a manual correction injection. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.